Event description:
A discordant, falsely low troponin result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The result was questioned it because it was the third sequential draw from the patient and it did not match the pattern from the first two results. The sample was then rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist evaluated the instrument error log and did not find any errors during the time frame of the discordant result. The sample had also resulted as expected upon repeat testing on the same instrument. The customer was not able to provide further instrument data. The cause of the discordant, falsely low troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.